Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after an fco upgrade bluetooth did not work. There was no patient involvement.